Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Further information was requested but not received.